Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the ok keypad button was sticking and the up arrow and down arrow keypad buttons required multiple presses to elicit a response. The reporter noted damage to the keypad and alleged that the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Confirmed damage to the keypad-the keypad cover is torn off at the 'ok' button exposing the button contact. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.